Event description:
It was reported the intraocular lens was implanted and then removed in the same surgery. The haptic was bent but not noticed until after implanted into the patient's eye. The incision was enlarged to remove the damaged lens but no injury to patient. Stitches were placed due to the enlarged incision. The reporter stated the actual date of the event is unknown.

Manufacturer narrative:
The returned lens was visually inspected and shows a torn optic, a broken leading haptic and a distorted trailing haptic. Lens met all manufacturing specifications prior to release to market. Our investigation revealed no product deficiency suggesting the observed damage is most likely related to customer handling. No patient injury occurred. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.